Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the patient¿s blood glucose level rose to over 400 mg/dl while wearing the pod. Reportedly, the patient experienced a communication error between the pod and the cgm, with the controller displaying a ¿sensor not found¿ message. Upon checking the patient¿s arm, it was found that the pod was not on due to the adhesive not sticking at the infusion site (arm), resulting in the pod becoming dislodged.